Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that she noticed a crack on the device. Blood glucose level at the time of the incident was 216 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.